Event description:
The customer reported that 1 liter of normal saline started infusing at 125ml/hour and 2 hours into the infusion the user noted that the IV bag was nearly empty at 0730. The IV set and device were sequestered, but the customer is requesting event log review for programming and volume infused.

Manufacturer narrative:
The customer¿s report of an over infusion of saline was not confirmed. The pump module was initially programmed for 0.9% saline using guardrails IV fluids on (B)(6) 2015 at 8:44pm. The user entered a rate of 125ml/hr with a vtbi of 500ml and started the infusion. Over the next two days various primary and secondary infusions were programmed and started with many ending in infusion complete-kvo alerts. On (B)(6) 2015 at 5:49am the user changed the vtbi to 1000ml on the previously programmed infusion of the guardrails IV fluid saline. The pump module was powered off by the user at 6:09am. The total volume infused for the saline infusion was determined to be 35.77ml. The root cause of the reported over infusion of saline was not determined. Devices not received, log review only.